Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 07/09/2016, to report that on (B)(6) 2016, the receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver, finding nothing related to customer complaint. A global receiver functional test was performed on the receiver and it passed lcd, finding no failures related to the customer complaint. Data was downloaded from the receiver and reviewed, finding a firmware error and a screen error alarm. The complaint of a frozen display screen was confirmed. The root cause could not be determined, post investigation.